Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pain') and embedded device ('protruding from the fallopian stubs and extending into the myometrium are 2 metal coil fragments') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems ") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (robotic total hysterectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, embedded device, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, fatigue, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, embedded device, fatigue, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: patient had received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, bladder disorder, urinary tract disorder, fatigue, hormonal changes, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pain') and embedded device ('protruding from the fallopian stubs and extending into the myometrium are 2 metal coil fragments') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems ") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (robotic total hysterectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, embedded device, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, fatigue, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, embedded device, fatigue, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: patient had received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, bladder disorder, urinary tract disorder, fatigue, hormonal changes, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2005: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received. Case became incident. Reporter information updated .removal details updated. New event added- embedded device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.